Event description:
It was reported that the right atrial (ra) lead has high threshold after routine device change out. The physician elected to leave the lead implanted and program the lead off. The lead will be evaluated again at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).